Manufacturer narrative:
An investigation has been performed based on the customer description and the returned smart card and kit. Drive tube damage was verified; visual inspection of the returned sample showed a dent/cut within the drive tube near the upper bearing stop. A pressure test (air underwater) of the drive tube confirmed a leak due to the cut. The subject kit had passed prime, indicating that the leak was not present when the kit had been loaded. The drive tube was not twisted, indicating that it had been rotating freely. Bearing stops were not delaminated. During lot release testing (lrt), 32 kits from lot p317 were tested with no issues reported. A material trace of the drive tube assembly and its components used to build lot p317 found no related non-conformances. A device history record (DHR) review did not result in any related non-conformances. The root cause of the damaged drive tube could not be determined. No further action is required at this time. This investigation is now complete. (B)(4), (B)(6) 2026.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: p317 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: p317 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Cent chamber) alarm. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 03-mar-2026.

Event description:
The customer contacted therakos to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred and a blood leak was observed from the drive tube after 100mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit for evaluation.